Event description:
The customer reported to vyaire medical that the revel ventilator had blower demand error. Furthermore, the event happened prior patient use; thus, no patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted

Manufacturer narrative:
Results of investigation: the suspect device was returned for investigation. Vyaire medical was not able to verify the customer complaint regarding blower demand error during bench testing. Vent passed 102 hours of extended test at customer's settings. Vent passed initial final test using automated testing fixture that measures the total functionality of the ventilator. It also passed initial alarm volume test. Unit was visually inspected with no anomalies found. Additionally, the blower demand exceeded alarm is a safety feature and not a vent failure. It is a safety measure taken by the vent when the blower motor current exceeds a safe level. This commonly occurs when the ventilator is delivering into a large leak in the patient circuit. Since the vent checks out, no repair action is needed. Process ventilator thru service to meet all factory specification. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.